Event description:
The following report was received as an ongoing litigation case on 23 nov 2009: the incident occurred in 2006 as a venous line disconnection with a hemodialysis (hd) system 1000-tina machine (s1000l3), software. It was reported that between 0927 hours and 0928 hours, the following occurred: the patient's son called the senior nurse and was pointing to his mother. The senior nurse quickly went back to the patient and found her holding on to the venous ('v') blood line that was already disconnected from the arterial ('a') port. The senior nurse took over the 'v' line from the patient and noting that no blood was coming from the 'a' port, the senior nurse quickly clamped the 'a' port to prevent air from entering it. No blood was seen coming out from the 'a' port and the senior nurse called for help. The senior nurse then switched off the machine blood pump and noted that someone (she could not recall who) had helped to clamp the 'v' blood line. The patient was lying on her left side with her head slightly raised and the senior nurse then proceeded to return the blood to the patient via the 'v' port. At 0930 hours, the following occurred: it was noted that the patient had up-rolling eyes and shallow breathing and was quickly administered 100%, 15 liter/minute oxygen via non-rebreather mask. The patient was put on electrocardiography (ECG) monitoring and this showed bradycardia with no p wave and a heart rate of 41/minute by. A dinamap blood pressure (bp) machine could not register a reading for the patient?s bp or pulse. It was then noticed that the patient had stopped breathing. A nurse immediately inserted an airway and bagged the patient with oxygen while a cardiac massage was implemented on the patient; however, a pulse could not be detected. From 0930 hours to 1010 hours the following occurred: two doctors and two staff nurses started manual ventilation and ordered intubation. One of the doctors was unsuccessful at intubation on the patient due to there being too many secretions despite performing oral suctioning. An oral airway was reinserted and the patient was manually ventilated and cardio-pulmonary resuscitation (CPR) was continued. A code blue was also activated and the patient's carotid pulse returned. The patient was then intubated and had a heart rate of 139/minute, a bp of 132/96 millimeters of mercury (mmhg), and a hypocount of 4.9 millimoles (mmol) /liter (l), with an oxygen spirometer (spo2) reading of 91% on 100% oxygen. Spontaneous breathing was present but the patient remained unconscious. At 1015 hours, the patient was transferred to the intensive care unit. At this time there is no further information available.

Event description:
It was reported that the physician implanted a gore helex septal occluder in 2009. On echocardiography, the day after implant, the device had embolized. Five days later, the device was removed in a transcatheter procedure. The patient was doing well following the procedure.

Manufacturer narrative:
This medwatch report was submitted in error, as this incident was already investigated and reported in complaint corresponding with medwatch manufacturer report # 1423500-2006-00483.

Manufacturer narrative:
The device availability is unknown at this time. If further information should become available, a follow-up report will be submitted.